Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 490 mg/dl. The customer stated that the cannula was bent when she removed the infusion set at the hospital. The customer also stated that she was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer was unable to conduct the high pressure test. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.